Event description:
It was reported that during a device upgrade, the lead was capped and replaced due to a pacing lead impedance anomaly and high capture threshold. No further issues.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 16.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.